Event description:
As reported by hospital, the angiographic syringe appears to be "unscrewing" from the manifold at the manifold connection allowing air into the system. There has been no patient injury or air injection.